Event description:
It was reported that balloon rupture occurred. The= target lesion was located in the popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the ranger was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft found no issues.

Manufacturer narrative:
B5: describe event or problem: updated. Device evaluated by MFR.: the ranger was returned for analysis and investigation was completed on 13mar2025. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft found no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the totally stenosed target lesion was located in the non-tortuous and moderately calcified popliteal artery. The balloon ruptured during the first inflation and was carefully and slowly removed from the patient.